Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin was exiting tubing before she pressed the buttons. Customer also stated that the insulin was squirting out of the tubing during the priming process. Customer reported that she been experiencing low blood glucose for the past one or two months. Customer stated she had a blood glucose level of 49 mg/dl; treated with orange juice and glucose tablets. During troubleshoot; it was stated the drive support cap is recessed. Customer was disconnected during the prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. Customer stated that time, date, basal rates and bolus wizard are correct. Insulin pump passed the displacement test. She was advised to contact her doctor regarding the low blood glucose. Last bg reading was 96 mg/dl.